Event description:
The customer reported the device had a problem with the back up battery. The manufacturers field service engineer (fse) found the device will not work on backup battery. The fse replaced the backup battery to resolve the issue. The device passed all manufacturers required testing. No patient involvement.